Event description:
It was reported that the physician could not locate the sacral nerve in the s3 and s4 nerve roots with sufficient stimulation to implant the device. After 1.5 hours of searching for motor response, the physician elected to end the case without implanting the device. The patient was sedated with versed, fentanyl, and propofol during the procedure. There were no reported patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 this report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause was. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. If the further information is received the investigation will be re-opened. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the physician could not locate the sacral nerve in the s3 and s4 nerve roots with sufficient stimulation to implant the device. After 1.5 hours of searching for motor response, the physician elected to end the case without implanting the device. The patient was sedated with versed, fentanyl, and propofol during the procedure. There were no reported patient complications.